Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced phrenic nerve stimulation. The lv lead had previously been programmed off. Then the lead exhibited impedance measurements of greater than 2500 ohms. A surgical revision was performed, and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.